Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak at the heater bag connection was reported, which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell eleven of eleven of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak at the heater bag connection of the homechoice that led to this alarm. Renal therapy services (rts) assisted the caregiver through ending the therapy and removing the supplies. Rts reviewed the proper procedures per the user manual with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.